Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to nausea related to chemotherapy, vomiting, and diabetic ketoacidosis. The customer also had high blood glucose levels which were unrelated to the nausea and vomiting. According to the pump history, the customer had not changed the cartridge, tubing, or site since (B)(6) 2014. The customer was treated with intravenous insulin and fluids and released from the hosp on (B)(6) 2014.